Event description:
Tbm was made aware by the provider of a work order for this chair which advised that on (B)(6) 2013, the user was stuck in tilt in the street near work. Provider states the chair is not responding to anything and joystick is not recognizing seating system.